Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead exhibited oversensing of muscle myopotentials. Due to this, a lead safety switch was triggered, which led to pacing inhibition and consequently the patient experienced a syncope episode. It was decided to explant the device and another one was implanted instead. This lead remains in service. No further adverse patient effects were reported. Should additional information be received, this file will be updated.